Manufacturer narrative:
Sensor 3mh005zdhg4 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. A caregiver reported that the customer obtained the following messages: "wait for 60 minutes", "scan again in 10 minutes" and "sensor ended" after less than a day of use. The customer experienced dizziness, tremors, and paleness, and was treated with yogurt and sugar based on a capillary reading of 24 mg/dl. The caregiver later obtained an additional capillary reading of 53 mg/dl and treated the customer once more with yogurt and sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. A caregiver reported that the customer obtained the following messages: "wait for 60 minutes", "scan again in 10 minutes" and "sensor ended" after less than a day of use. The customer experienced dizziness, tremors, and paleness, and was treated with yogurt and sugar based on a capillary reading of 24 mg/dl. The caregiver later obtained an additional capillary reading of 53 mg/dl and treated the customer once more with yogurt and sugar. There was no report of death or permanent injury associated with this event.